Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The day of the event, (B)(6) 2026, the patient was sitting and watching tv when he suddenly felt unwell and noticed his the cgm reading was 40 mg/dl, but no alert sounded. The patient got something to eat but then experienced loss of consciousness, and was unconscious for about 45 minutes. His wife called an ambulance. When emts arrived, it took some time to revive him. Once conscious, he reported feeling very weak with tingling sensations. When a fingerstick was taken, the blood glucose reading was in the mid 40 mg/dl range, while the cgm reading was below 40 mg/dl. The patient was treated with intravenous glucose and monitored, as he was also having minor convulsions. The patient was then taken to the hospital and was admitted into the ICU. At the hospital, the blood glucose readings were 40¿50 mg/dl, and the cgm continued dropping, though he could not recall the exact values. The patient was eventually discharged after 4 days. The patient reported he felt worn out during the stay but was feeling better upon discharge, with his blood sugar back to around 150 mg/dl. No additional injury, medication/treatment was reported. During the event the urgent low alert was set to 55 mg/dl, and the low alert was set to 70 mg/dl. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.